Manufacturer narrative:
(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. Returned an opened kit with various components including a used introducer needle. The needle was in two pieces, with a break in the cannula near the hub. Approximately 1 mm of cannula was protruding from the hub and the ends appeared compressed. The needle was otherwise within specification and a device history record review was performed with no relevant findings. Due to the location of the break in the cannula and the xtw (extra thin wall) needle cannula, if excessive lateral force is applied to the needle during use, breakage can occur. Therefore, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the ICU, the md noticed that the needle hub was broken. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.